Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital and evaluation found t-wave oversensing (twos) associated with the patient's right ventricular (rv) lead. Follow-up with the patient's clinic indicated the patient was seen in clinic two days after the report and no changes were made and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.